Event description:
This late MDR is a retrospective filing for an international product with a similar us product. Incident description the account questioned inconsistent axsym hbsag results on a hemodialysis patient. The results from blood draws from april 2006 through august 2007 generated both reactive and nonreactive results with axsym hbsag assay. Also, the customer omitted performing qc/validity testing. Testing data: hospital in 2006, axsym hbsag reactive (4.22 s/n); four months later, axsym hbsag nonreactive (1.9 s/n); four days later, axsym hbsag reactive (3.4 s/n); in early 2007, axsym hbsag reactive (3.0 s/n); approx eight months later, axsym hbsag nonreactive (1.7 s/n); eleven days later, axsym hbsag reactive (1.75 s/n). Lab: in late 2006, axsym hbsag confirmatory reactive (2.17 no units of measurement given). In 2007, axsym hbsag confirmatory nonreactive (1.39 no units of measurement given). Eleven days later, axsym hbsag confirmatory reactive (1.75 no units of measurement given). Another lab: in 2007, architect hbsag reactive (0.12 iu/ml).(third) lab: in 2007, elecsys hbsag reactive (1.58 no units of measurement given) eleven days later,elecsys hbsag reactive. Outcome [e.g. Death, deterioration in health ...] Other - the negative axsym hbsag result was reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No returns were available to be tested in this investigation. An investigation was completed and the results are as follows: testing of retained sample (reagent kit stored at abbott laboratories) of axsym hbsag (v2) reagent, lot number 53217lu00 met package insert claims; index calibrator and controls showed values within typical range. Hbsag sensitivity specimens (virus subtype: ad) have been tested instead of the unavailable patient sample and gave a result of 0.33 ng/ml. This result is well within the range of 0.10 to 0.60 ng/ml, which is reported in the package insert as typical axsym hbsag (v2) sensitivity results from clinical trials and studies done at abbott laboratories. The hbsag sensitivity value represents the lowest detectable concentration of hbsag, which resulted in a reactive result using the respective reagent lot number. A comparison of the final lot approval and retained sample data for lot number 53217lu00 showed that the negative control, positive controls and hbv sensitivity specimens showed values well within the specification range. In addition the retained sample of axsym hbsag (v2) reagent, lot number 53217lu00 was tested with two commercially available seroconversion panels to assess the clinical sensitivity of the current assay. The obtained results were compared with test data received from tests of same seroconversion panels on axsym hbsag (v2) reagent, lot number 47170lu00 as a reference lot. Reagent lot number 53217lu00 detect not only the same bleeds as reactive for each panel with comparable s/n values, but was also able to detect on each seroconversion panel one bleed earlier as reagent lot number 47170lu00. Based on these data it is demonstrated that the sensitivity performance of lot number 53217lu00 is not adversely affected. As part of the investigation a review was performed of the complaint and manufacturing records for axsym hbsag (v2) reagent, lot number(s) 53217lu00. This review did not identify any problems relating to the account's observation. Based on this investigation, it has been determined that axsym hbsag (v2) reagent, lot number(s) 53217lu00, identified in this complaint, is performing acceptably. The axsym hbsag (v2) , assay package insert states: "for diagnostic purposes and in order to differentiate acute hbv infection from chronic hbv infection, the detection of hbsag must be correlated with patient symptoms and other hepatitis b viral serological markers." All samples that are reactive on initial testing should be retested in duplicate using the axsym hbsag (v2) assay. If neither of the retests are reactive, the sample must be considered negative for hbsag. If the sample is reactive in either of the repeated replicates, the sample must be considered repeatedly reactive. Repeatedly reactive samples should be tested by a neutralizing confirmatory test, such as the axsym hbsag confirmatory assay. Samples which are confirmed by neutralization with human anti-hbs must be considered positive for hbsag. This is the final report.